Manufacturer narrative:
Voluntary distributor narrative: the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report: conmed (B)(6) reported on behalf of their customer that the sb836, unimax endo pouch's,u-shaped metal at the tip of the wire detached and fell into the patients's abdomen. It was retrieved . There was no reported delay. There was no reported patient injury or impact. Unimax, the vendor, is responsible for evaluation, investigation and reporting to the health authorities. This is deemed a reportable event per conmed and will be reported as a voluntary distributor report. This report is being raised based on device malfunction with potential for injury upon reoccurrence.